Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported image artifact on patient head scans. There was no report of misrepresentation as a result due to the artifact the philips field service engineer (fse) inspected the system and found the compensator cracked, as the cause for the image artifact. The fse replaced the compensator and image quality (iq) check to resolve this issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.